Event description:
Healthcare professional reported "a patient diagnosed with bia-alcl" on unknown side. Histopathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
Device details provided as left side: sn (B)(4), lot 69582; device details provided as right side: sn (B)(4), lot 69160. Continued (facility name): (B)(6). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported "a patient diagnosed with bia-alcl" on unknown side. Histopathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data.